Event description:
Customer has stated that a barcode reader on the advia centaur xp has assigned incorrect accession numbers to a patient tube. The laboratory then repeated the sample with the same barcode, this time with no issue. There is no known report of adverse health consequences or patient intervention due to the incorrect accession number.

Manufacturer narrative:
The tube was received by siemens for further investigation: the tube had two labels on it and both have a fully visible barcode with different numbers. The top label read fine on an in-house instrument. The second label read what was reported as the misread. It is thought that this second label was the barcode that was facing the scanner when the tube was loaded on to the system and not a barcode misread as reported by the customer. The cause of the event was due to the customer using two visable barcodes on the same tube.